Event description:
According to the medical record, the patient was undergoing spinal surgery, posterior spinal fusion thoracic t10 through lumbar l2 with treatment of pathologic fracture thoracic t12. During surgery, the surgeon injected bone cement into the fenestrated screws under fluoroscopic imaging to observe the filling. At thoracic t10 level the surgeon noted that the cement was minimized due to the observation of some cement extravasation at that level. No other issues were observed while filling at t11, l1 or l2 levels. Surgery continued and the surgeon was informed that there was a pulmonary event with concern for pulmonary embolism. Surgeon noted due to timing of event, concern for cement monomer embolization leading to reaction. Patient quickly flipped, cardiopulmonary resuscitation initiated, code blue, patient expired.